Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted no contrast visible and blood on the core which is consistent with the guide wire being used in the patient as reported. There were three bends in the tip, 3 mm, 6 mm and 1.3 cm proximal to the tip ball which is consistent with interaction with the lesion and/or other device as no damage was reported during inspection prior to use. The guiding catheter used during the procedure was not returned. The inability to cross a lesion and difficulty removal from the other device can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support, and is typically not associated with a product quality deficiency. Based on the information received, the difficulties appear to be related to the totally occluded lesion. Analysis noted that the outer diameter of the core proximal to the proximal solder was measured with a laser micrometer and met manufacturing criteria. The outer diameter of the tip was not measured due to the damages noted. Analysis confirmed the reported separation as the tip was separated, 6.8 cm proximal to the tip ball. There were two kinks in the core, 5 mm and 1.5 cm distal to the separation which is consistent with interaction with the lesion anatomy and/or other device. Scanning electron microscopy (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. Guide wire tip separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, the lesion was described as totally occluded which could have contributed to the reported guide wire separation. Reportedly, the separated portion of the guide wire remained inside the guiding catheter and was removed completely. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record for this product was not reviewed and a similar incident query was not performed because the product lot number was not reported. Overall, the reported difficulties and separation appear to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that during an interventional procedure in the right tibial artery, the whisper guide wire was advanced in an ev3 trailblazer support catheter but could not cross the totally occluded lesion. During an attempt to remove the guide wire resistance was met and the guide wire separated about 3-4 inches from the tip. The separated guide wire remained inside the support catheter, therefore, both portions of the guide wire and the catheter were removed as a single unit. There was no adverse patient effect or clinically significant delay in procedure or therapy. Though requested no additional information was provided.